Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of vascular occlusion and beginning of necrosis at implant site were considered possibly related to the treatment. Serious criteria include the need for medical intervention to prevent permanent damage. The likely root cause include the known risk of intravascular filler injection leading to vascular occlusion and necrosis at implant site. Potential contributory factor include user error. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause indicate a possible association to the treatment procedure leading to intravascular filler injection leading to vascular occlusion and necrosis . Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-jun-2021 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane lyft (unknown amount, lot number, injection technique and needle type) to unknown location. Same day, on (B)(6) 2021, during the course, the patient experienced vascular occlusion(vascular occlusion) with beginning necrosis(implant site necrosis) on her nose. On an unknown date in 2021, the patient received treatment with 150 units of hyaluronidase [hyaluronidase]. Outcome at the time of the report: vascular occlusion was not recovered/not resolved. Beginning necrosis was not recovered/not resolved.